Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
New information became available that this lead continues to exhibit high out of range shocking impedances. A local boston scientific sales representative was contacted and stated that the patient has now moved to a different state and that local office has been notified of this impedance issue and a visit will be scheduled for this patient. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the latitude home monitoring system detected an out of range impedance measurement greater than 125 ohms for this device system. The patient will continue to be monitored for now. To date, no adverse patient effects were reported with this clinical observation.